Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) and the lens (trailing haptic) tore/broke. There was patient contact and no reported injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, the most probable root cause of the event is user or technical error. (B)(4)